Event description:
It was reported that the patient had an appointment scheduled with a surgeon. The surgeon did not know the reason for the appointment and asked that a company representative to follow-up with the patient's vns treating physician. When the company representative contacted the patient's vns treating physician it was found that the patient had recently passed away. The cause of death was not known and therefore the physician could not assess if the death was related to vns therapy. An internet search did not find an obituary for the patient. Further follow-up did find that at the most recent appointment the vns device was found to be functioning properly. During the investigation it was found that the patient was being referred to the surgeon due to vocal cord paralysis. This event will be reported in mfg. Report #1644487-2018-00186.